Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique that led to peritonitis. The breach was further specified as, "the patient disconnected a dianeal bag connected to the apd cassette tubing and saved the disconnected dianeal bag, and used it the following night." It was unknown if the patient was hospitalized for the event. Treatment rendered and patient outcome were not reported. The action taken with dianeal therapy was not reported. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.